Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) after a nondevice related procedure. The patient underwent an ipg replacement procedure.